Manufacturer narrative:
Analysis results- the root cause of the customer's complaint is a mis-seated spring clip, resulting in a loose coupler.

Manufacturer narrative:
Event date is approximate. The sonicare brush head is an accessory to the sonicare toothbrush. The brush head manufacture date is not available due to the brush head not being returned.

Event description:
The consumer reported that when they went to clean their son's sonicare toothbrush, the brush head broke. No serious injury reported.